Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the driveline disconnect and no external power alarms, and system controller exchanges were confirmed via analysis of the submitted log file. The submitted log file contained approximately 10 days of data ((B)(6) 2023 per the timestamp). The log file captured a no external power alarm on 14nov2023 from 22:36:36 to 22:36:46 due both system controller power cables being disconnected from power. The system controller backup battery supported the system during the loss of external power. The alarm resolved once the black power lead (B)(6) was reconnected to power. The driveline was observed to have been disconnected on (B)(6) 2023 from 18:09:01 to 18:09:31, and on (B)(6) 2023 from 11:40:45 to 12:01:05. The log file captured additional driveline disconnects on (B)(6) 2023 from 18:12:00 to 18:14:58 and on (B)(6) 2023 at 18:06:22, which were followed by the controller being disconnected from external power, indicating that the controller was being exchanged. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Provided information stated that the patient has dementia and is unaware of why the alarms occurred. The root cause of the reported driveline disconnects and system controller exchanges could not be conclusively determined through this analysis. The root cause of the reported no external power alarm was determined to be both system controller power cables being disconnected from external power at the same time. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 04oct2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and driveline disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple low flows, pump stops, and driveline disconnects. The patient reportedly had dementia and the cause of the alarms was unclear. The log file captured numerous driveline disconnect alarms at the beginning of the event history. It was later communicated that the patient had no recollection of any audible alarms or interventions with their device. The logs from the backup controller show no external power alarms on (B)(6) 2023 a double power cable disconnect. Following these events, the log captured numerous driveline disconnects at 6:09 pm (for 30 seconds) and 6:12 pm (for 3 minutes) on 15nov2023 and at 11:40 am (for 21 minutes) and 6:06 pm (indefinite) on (B)(6) 2023 these disconnects may coincide with the brief instances that the current controller was connected as seen in the previous log, though it was not certain because the controller clock was inaccurate. Pump MFR 2916596-2023-08239. Controller MFR 2916596-2023-08230.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.